Manufacturer narrative:
Device evaluation: the product was discarded by the surgery center. Therefore product evaluation could not be performed and the reported issue could not be verified. Manufacturing records review: since the lot number is unknown, the manufacturing record evaluation and complaint search for the associated production order cannot be conducted. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that the cartridge exploded during injection of the lens (cartridge model not provided). The lens was damaged and therefore not used. There was no patient contact reported. During follow-up, it was found that the cartridge tip has cracked. No additional information was provided to abbott medical optics.